Manufacturer narrative:
A follow-up is necessary as the initial report had incorrect information on the device serviced by 3rdp? And component code.

Event description:
A bipap auto biflex device was returned to a third-party service center for service as part of the sound abatement foam recall process with no initial alleged complaint. During the evaluation of the device, the service technician observed visible foam particles inside the blower kit. Additionally, the service technician also noted error codes (e63: err_stuck_knob_key, and e50: err_daily_values_corrupt) and dust fail contamination. The device was scrapped by the service center after the evaluation was completed.